Event description:
It was reported that the patient presented for a follow-up visit at the clinic. An x-ray revealed that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. The patient remained in stable condition.